Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels. At the time of the reported event, the customer's bg level was in the 300's mg/dl (363 mg/dl). To address the bg level, insulin injections were administered and correction boluses were delivered to address the bg level. System check was performed with tandem technical support and showed that the pump was performing as intended. Reportedly, the customer thought the pump may be a possible cause of the high bg as it took several hours for the bg level to decrease after delivering a bolus. At the time of the call, the customer's bg level was 180-190 mg/dl. The contact declined further follow-up from tandem technical support.